Event description:
It was reported that the siderails would drop with little force when raised due to damaged latch, leading to a potential false latching event. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.